Event description:
Edwards received information that a patient with a 21mm 3300tfx aortic valve was diagnosed as aortic stenosis secondary to structural valve deterioration caused by calcification. Duration of implant is four (4) years and eight (8) months. A symptom of difficulty breathing on stairs was seen. Valve-in-valve procedure is under consideration.

Manufacturer narrative:
Added information to a1, a2, a3, b5, b7, d4, d6, h6.

Manufacturer narrative:
The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. The most likely cause is patient factors, including the history of coronary artery bypass graft.

Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. Attempts to retrieve additional information is in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a 21mm 3300tfx aortic valve implanted for unknown period had structural valve deterioration.